Event description:
It was reported that the patient underwent revision surgery due to dislocation of the head and liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 802202202; lot# unknown; item name:femoral head 12/14 taper 22.2 mm diameter +0 mm neck length. Foreign source: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
To date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item# 802202202; lot# 3058610; item name:femoral head 12/14 taper 22.2 mm diameter +0 mm neck length; g2-foreign-united kingdom. This follow-up report is being submitted to relay additional and/or corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.